Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the 2.5x23mm xience alpine was removed, interaction with the previously implanted 3.0x15mm xience alpine stent resulted in the reported material deformation (shortened) to the 3.0x15mm xience alpine stent; thus, resulting in the reported device damaged by another device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 2.5 x 23 mm xience alpine referenced in describe event or problem and concomitant medical products is being filed under a separate medwatch reports.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified lesion in the proximal left anterior descending artery (lad). On (B)(6) 2017 a 3.0 x 15 mm xience alpine stent was implanted in the first segment of the lad. A second procedure was performed on (B)(6) 2017 where a 2.5 x 23 mm xience alpine stent delivery system (sds) was advanced distally to the first stent; however, due to calcification and tortuosity the stent could not cross. It was decided to remove the sds, but while removing it through the previously implanted 3.0 x 15 mm stent, it became caught with the stent and the 2.5 x 23 mm stent dislodged. A small guide wire and a small balloon were used to open the dislodged stent and retrieve it. It was noticed that during withdrawal, the 3.0 x 15 mm implanted stent became caught and was shortened. The procedure was successfully completed with good results. Following this procedure, the patient had coronary bypass surgery on the lad due to a long lesion. The patient is in good condition and has been discharged. No additional information was provided.